Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), how many dislocations that the patient experienced, patient weight, activity level and medical history, whether the patient followed correct post-op protocol, what the patient was doing at the time of the dislocations, what was implanted at the revision, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision after approximatively 2 months due to dislocation.

Manufacturer narrative:
(B)(4) final report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), how many dislocations that the patient experienced, patient weight, activity level and medical history, whether the patient followed correct post-op protocol, what the patient was doing at the time of the dislocations, what was implanted at the revision, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision, was requested in order to progress with the investigation of this event. Not all information could be provided, however, the reporter confirmed that the patient had not followed post-op protocol. The appropriate device details were provided and the relevant device manufacturing record has been identified and reviewed. All parts associated with this record conformed to material and dimensional specification at the time of manufacture. Based on the information provided by the reporter it has been confirmed that the dislocation did not occur as a result of the device design or performance but due to the patient not adhering to post-op protocol. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision after approximatively 2 months due to dislocation.